Event description:
It was reported that a patient had a dye study test (B)(6) 2011. During this procedure, when the catheter was programmed to prime, a duration of 60 hours was entered instead of 60 minutes. The reporter noted that the patient was admitted to the intensive care unit (ICU) two (2) days later ((B)(6) 2011). As of (B)(4) 2011, the patient was "doing well and was responsive." The medication administered via the pump were hydromorphone, clonidine, and baclofen; the concentrations and daily doses were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that the pump was decreased twice until the patient was prepared to have the dose rest arted. Device information was not known to the reporter. The patient recovered.

Manufacturer narrative:
(B)(4).